Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address metallosis and metal sensitivity. Update rec'd 2/6/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from damage to her hip joint and body. There is no new information that could change the outcome of the investigation. Update 8/14/2015: pfs and medical records received. Pfs now alleges pain. After review of the medical records for MDR reportability, the revision operative note indicated corrosion, stem malpositioning, and metal stained synovial fluid. There was no mention of any metallosis. Lab results indicated metal ion levels were above 7ppb. The stem is being added to the complaint. The complaint was updated on 9/8/2015.

Manufacturer narrative:
UDI:(B)(4).

Event description:
Ppf alleges metal wear/metallosis.